Event description:
It was reported that during a ptca/stent procedure, two stents were fully deployed, overlapping by 5cm, in the rca. The area had been predilated, and the pt received anticoagulation therapy (including plavix). The pt was having an acute myocardial infarction (am) at the time of the procedure (the safety and effectiveness of the stent has not been established with pts having had a recent ami). Approximately six weeks later, the pt's plavix was stopped, and the pt experienced chest pain. The pt returned to the cath lab and the vessel was occluded at the proximal stent. The area was redilated, and in-stent thrombus was visibly present. Two new stents were placed within the other stents. No other info was provided.